Manufacturer narrative:
Pump passed the displacement test. No pump error 53 alarm during testing. Successfully downloaded history files and traces using thump. Pump error 53 alarm (file ID: 617, line ID: 213) was triggered in file sguiwrapper.c function sgui_sendsensorstatus: call tx_block_allocate failed that can be happened due to software (memory overrun) per mark freger. Pump was cut open and no moisture damage on the electronic assembly, motor and force sensor during the visual inspection. The sc1 cap locks properly into the reservoir compartment. Pump received with pillowing keypad overlay and scratched case during the visual inspection. Critical pump error (open book image) alarm confirmed due to pump error 53 alarm. Pump error 53 alarm confirmed due to software error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a recurring pump error 53 (software error detected). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and customer was able to clear and rewind the pump and passed displacement test but the error recurred during rewind. No harm requiring medical interventions were reported. The customer will discontinue the use of the device. The product mmt-1884 will be returned for analysis.